Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod for an unknown duration. Investigation of the pod found a kink in the cannula. The device was originally reported for a pod fluid/insulin leaking during wear.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed soft cannula was found to be kinked. However, fluid was able to flow through the complete fluid path, no leaks or tears were found. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s926usqs5czc1 hardware: sm-s926u cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.